Event description:
It was reported that during an open reduction internal fixation (orif) procedure of a hip fracture, the surgeon could not advance blade into the nail. The surgeon attempt to redrill. The blade advanced successfully but upon removal of the handle of the blade, the handle pulled out the blade. The consultant stated that the locking mechanism was not functioning. The surgeon used a different nail with the same blade and was able to complete the procedure successfully. The patient was unharmed. This is 2 of 2 reports for the same event, (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The original awareness date is (B)(6) 2011. Additional information was received on (B)(6) 2013. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4). Product development evaluation reports the part was received with a large circumferential scratch on the outer diameter of the blade where the head end transitions to the 11 mm outer diameter. Minor dings were located on the tips of the blade. The coupling screw was mated with the blade and retained well. The issue with it coming off the coupling screw could not be replicated. A review of the device history record did not show conditions that could have contributed to the reported event. Part meets design intent and based on the details of the report, did not contribute to complaint condition. This complaint is considered invalid.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A manufacturing evaluation was performed. The as received condition of the helix blade showed anodized rubbed away on the shaft. Some material displacement and damage was evident in the pocket feature. The product was investigated to the latest design specifications. Since all features relevant to the complaint condition met specifications, the complaint is invalid.